Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 8f sheath prior to an interventional watchman procedure. The suture of the first proglide device was successfully preplaced. Reportedly, after deployment, the second proglide device was difficult to remove. The suture of the device was cut and the device could be removed. The sutures of another proglide device were successfully preplaced. The sheath was upsized to 12f then 16f and the watchman procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.